Manufacturer narrative:
A1: patient identifier: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted a review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be a loose connection. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A CAPA investigation have been opened to further investigate the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. An ncr and CAPA have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the sheath and locator did not lock together.